Event description:
The customer reported that the IV pole would not lift up, with a warning message noted when the machine was started. Two cases were cancelled. There was no pt harm.

Manufacturer narrative:
Investigational including root cause is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.